Event description:
An ocd research and development scientist obtained a non-reproducible false positive vitros anti-hbc result on the vitros eci. The sample was an anti-hbc negative sample that had been prepared from a human serum pool. Patient results were not affected as the testing was not performed in a facility that reports patient results for diagnostic purposes. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eci or the vitros anti-hbc reagent malfunctioned at the time of the event. The investigation was unable to determine the root cause of the false positive vitros anti-hbc results.